Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient weight is estimated. The method, results and conclusion codes will be provided within the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03363. It was reported a cerebrospinal fluid (csf) leak occurred during a procedure to implant a replacement scs system. Physician performed a blood patch and completed the implant of the system. Postoperatively, the patient complained of a headache which later resolved without further medical intervention.